Event description:
It was reported that the user experienced hyperglycemia upon waking at approximately 200 mg/dl that declined to about 90 mg/dl by breakfast, with uncertainty about making a meal announcement after starting ilet the prior day; device troubleshooting confirmed proper insulin delivery with a dry, intact infusion site, correct tubing connections, drops observed during fill, and no alerts. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and completion of troubleshooting and education. Investigation included user-guided device checks and education on ilet learning behavior, dawn phenomenon, and correct meal announcement protocol. Investigation of this case revealed no device or component malfunction and no delivery or alarm issues, with user technique and physiologic factors considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.